Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2014 as part of a clinical study. The patient was discharged that same day, (B)(6) 2014 with a catheter or was catheterizing intermittently. On (B)(6) 2014, the patient experienced urinary retention. According to the investigator for the study, the event was related to the study procedure and not related to the device. On (B)(6) 2014, the patient underwent a sling revision procedure to loosen the sling along with urethral dilatation, urethrolysis, and cystourethroscopy. The urinary retention event was reported to be moderate in severity, and the patient is reported as recovering (as of (B)(6) 2014).

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2014 as part of a clinical study. The patient was discharged that same day, (B)(6) 2014, with a catheter or was catheterizing intermittently. On (B)(6) 2014, the patient experienced urinary retention. According to the investigator for the study, the event was related to the study procedure and not related to the device. On (B)(6) 2014, the patient underwent a sling revision procedure to loosen the sling along with urethral dilatation, urethrolysis, and cystourethroscopy. The urinary retention event was reported to be moderate in severity, and the patient is reported as recovering (as of (B)(6) 2014). Additional information: on (B)(4) 2014 it was reported that the urinary retention had resolved on (B)(6) 2014.